Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) for assistance interpreting this patients rhythm on a stored pacemaker-mediated tachycardia (pmt) episode. It was also noted there was atrial flutter response (afr) and sudden brady response (sbr) algorithm behavior. Ts noted the pmt appears to be a rhythm of atrial origin. Ts discussed possible programming optimization options with the hcp. The hcp indicated they wanted to check with the clinician about rate control levels and would also discuss if the algorithms are still appropriate for this patient. The hcp subsequently called ts back and recommendations were reviewed as well as the process for performing a ventricle-to-atrium conduction study. The hcp indicated they would check with the patient to ascertain if their symptoms had improved and if so, they would wait until the next clinic visit to make further device programming optimization adjustments. The hcp noted if the patient is still having symptoms with the programmed algorithms, they will bring the patient in to adjust the post-ventricular atrial refractory period (pvarp) programming. The specific patient symptoms were not reported. Approximately two years later, a different hcp from the same following healthcare facility contacted ts to discuss the sbr feature. Ts noted the sbr feature appears to be operating as programmed. The hcp indicated they will ask the patient how they are feeling and if feeling okay, they will not change the programmed sbr settings. The hcp also asked ts about stored atrial tachy response (atr) episodes. Ts discussed the latest atr episode and noted that it appeared farfield signals from ventricular paced beats were sometimes falling outside the programmed atrial blanking period after ventricular pacing resulting in oversensing the signal on the atrial channel. Ts provided guidance to the hcp to measure the farfield signal in the stored episode and indicated to consider extending the programmed atrial blanking period after ventricular pacing to see if that helps eliminate the observed oversensing. The device remains in-service. No additional adverse patient effects were reported.